Manufacturer narrative:
(B)(4)

Event description:
New information received form the company representative indicated that there was no retinal tear as a result of the aspirated retina. No medical or surgical intervention was required. The patient's symptoms have resolved.

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the customer reported ¿retinal aspiration, aspiration issue.¿ the surgeon reported that aspiration continued and it was impossible to have irrigation alone. The customer completed a questionnaire. The patient was not hospitalized. There were no medications or therapies used at the time of this event. There was no unplanned medical or surgical intervention required. The patient has a history of diabetes and proliferative diabetic retinopathy. The event occurred during core vitrectomy. The customer noted there was no retinal tear and no retinal detachment. This event is not associated with a new onset of symptoms. There was no permanent ocular damage. In the surgeons opinion the tubing may have been a contributing factor, due to ¿passive aspiration.¿ the case was completed. The outcome of the event was noted as resolved without treatment.¿ the system was examined and the reported event was not replicated. However, the fluidics module and the herniated footswitch cable were replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system.. Based on qa assessment, the product met specifications at the time of release. A fluidics module was received for evaluation. As the company representative was unable to replicate the reported event, the sample was not functionally evaluated. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported aspiration of patient's retina during surgery. Irrigation function was not working, only aspiration. Additional information has been requested but not received to date. A biomedical technician reported that during a procedure there was continuous aspiration and it was impossible to have irrigation alone. A small piece of the patient's retina was aspirated as a result. Additional information has been requested, but none has been received to date.